Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported "the user used 3ml syringe with normal saline for flushing and leakage occurred after it was used on the 4th day. No leakage was observed during priming the catheter before use."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Visual inspection of the sample found that there was a small slit/cut in the silicone. Functional testing of the sample confirmed leakage at the silicone extension between the hub and the silicone disc. According to the complaint description, it was day four before any issue was found. The description also states that the product was flushed before use and no leakage was observed. It is likely that the damage happened during an event within the user's environment. Since the root cause is not attributed to a manufacturing defect, no further action will be performed at this time. Argon will continue to monitor for issues of this nature in the future. Additional information provided in h.3., h.6. And h.11.